Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage to the h2o outlet port. The fusion hollow fiber oxygenator (hfo) pressure decay leak test was performed. The test ramps up the pressure in the water side to 45 psig and then checks for a decay. During the test there was a leak detected. The reason for return was confirmed. H4 (device mfg date): the date has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a fusion oxygenator, the hanson connector appeared to have some trauma or damage and it leaked water over the floor during priming. The device was replaced. There was no patient involved in this event.